Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the monitor initially started flickering with green lines and then went blank when used with the sdi cable. This issue was found during inspection for use. There were no reports of patient involvement.